Manufacturer narrative:
Findings: pump was received with compromised force sensor error alarm at 4.0 lbs during prime test due to moisture damaged inside force sensor. Unable to perform occlusion test due to compromised force sensor error alarm. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked keypad overlay, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 133 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated the high blood glucose she experienced was a week and a half ago. Customer changed set and bolus.